Event description:
A (B)(6) female pt contacted zoll lifecor customer support to report that her response buttons were not working. The pt's monitor was replaced.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (damaged response module) has been confirmed. Upon eval the rear response button was found to be non-functional. The root cause of the non-functional response button cannot be positively determined. No adverse event resulted from the defective monitor.